Event description:
This is a solicited report by a nurse from (B)(6) of bloodstained and cloudy effluent and capd fluid (B)(6) for (B)(6) in a patient coincident with extraneal viaflex (lot number not reported) therapy. On 2(B)(6) 2009, the patient began treatment with extraneal viaflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Per the reporter, the extraneal was used to flush the peritoneal dialysis (pd) catheter. On (B)(6) 2010, the patient was having her pd catheter flushed prior to commencing capd, and experienced bloodstained and cloudy effluent. Per the reporter, no break in aseptic technique occurred. The patient was not hospitalized. On (B)(6) 2010, the nurse reported that the patient was treated with vancomycin 2 gm weekly ip. On (B)(6) 2010, treatment with vancomycin was discontinued. On (B)(6) 2010, the patient began treatment with vancomycin 2 gm weekly ip for capd fluid culture result (B)(6) for (B)(6). On (B)(6) 2010, treatment with vancomycin was discontinued. Outcome for the events were not reported. Action taken with extraneal therapy was not reported. Concomitant medications were not reported. The reporter did not provide an opinion of causality for the events of bloodstained and cloudy effluent and capd fluid culture (B)(6) for (B)(6).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.